Event description:
It was reported that the patient was changing pods the needle deployed early while priming, prior to the patient removing the needle guard and prior to applying to their skin. When they removed the needle guard, they found that the cannula was sticking out of the wrong hole in the pod. It was stated that typically the cannula comes out of the larger middle hole, but there are two smaller holes to the sides of this, and the cannula was sticking out the one on the right side, where it didn¿t belong. The pink slide had only moved halfway forward as well, indicating a needle mechanism failure. The patient pulled the insulin back out of this pod and put it in a new one and was able to apply the new pod. There was no change to the patient¿s blood glucose reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for 45 pulses and was deactivated at the end of the first priming sequence. Since the device was deactivated before the start of the second priming sequence, the needle mechanism never deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. As the needle mechanism never deployed, it is not possible for it to have deployed early.